Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Distorted image during procedure. Segment deformed at bending section, segment steel braid cut. The segment which is installed in the scope was short compare to other new segment. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Correction information: d4:unique identifier (UDI) . G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: according to the reported content, the deformation of the segment unit changed the way the imaging cable, illumination fiber, and air / water / operation ch. Moved when curved, causing a localized load to act on the imaging cable. This load caused the failure of the imaging cable.